Event description:
It was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A correction bolus was delivered to address bg.